Event description:
The customer stated they have observed higher initial reactive rates and repeat reactive rates for prism htlv than those in the package insert. The package insert lists the initial reactive htlv rate to be 0.01 to 0.11% and the repeat reactive htlv rate to be 0.00 to 0.09%. The customer observed an initial reactive htlv rate of 0.20% and a repeat reactive htlv rate of 0.16%. The customer sends all htlv repeat reactive samples out for confirmation testing. There was no adverse impact to patient management reported.

Event description:
On november 3rd, 2009, the customer contacted baxter to advise that a colleague volumetric infusion pump (product code and serial number unknown) encountered a failure. The problem was noted during use on a patient, and there was patient injury reported. The patient's outcome is still unknown. The device availability for evaluation and the software version is unknown at this time. Despite several attempts made by baxter, no additional information has been obtained regarding this event at this time.

Manufacturer narrative:
Additional information was received from the facility's risk manager (rm), indicating that the files the rm has cannot confirm that this event took place, that the rm believes this complaint is 'hearsay', and that there is no documentation that it actually occurred. The rm also indicated that she cannot confirm that any patient injury/event did in fact occur. Therefore, this complaint will be closed.

Manufacturer narrative:
The device availability for evaluation is unknown at this time. Despite several attempts made by baxter, no additional information has been obtained regarding this event at this time. If additional information becomes available or if the device is returned for evaluation, a follow-up report will be submitted.